Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a spine surgery, it was observed that the motor device was not running as smoothly as when it was new. According to the report, the motor device ran with a distinct or loud staticy/chattery type sound instead of the rhythmic vibration that was normal. There was no delay to the surgical procedure and the surgeon was able to complete the case successfully with the same device. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.